Event description:
It was reported that a patient presented remotely via merlin.net. The patient's pacemaker (pm) had post-sensed t-wave oversensing. The patient was asymptomatic. The pm was successfully reprogrammed. The patient was stable throughout procedure.